Event description:
Dr. (B)(6) noted that the wire looked strange on the cystoscopy. She realized the tip of the sensor wire had broken off inside the ureter. She was able to retrieve the end, the wire, package and broken tip have been packaged and turned in to management. Manager (B)(6) confirmed that dr. (B)(6) retrieved the broken wire part and quarantined it.